Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by stomachache and turbid dialysate. The cause and treatment for peritonitis were not reported. The same day as event onset, the patient presented to the emergency room and was subsequently hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.